Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator and had high impedances. The patient had their ins and extension replaced on (B)(6) 2012. The physician was unable to test impedances prior to the procedure because the ins was not responding. The physician was able to "revive" the battery, but the patient was "jumping off the bed" during the impedance test. It was noted that there was no known fall involved in the event. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-51, lot#, serial# (B)(4), implanted: 2000 (B)(6), explanted: product typ extension; product ID 7434a, lot#, serial# (B)(4), implanted: 2003 (B)(6), explanted: product typ programmer, patient; product ID 3986ilc, lot# n24450, serial#, implanted: 2000 (B)(6), explanted: product typ lead. (B)(4).